Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that full lead was returned. Visual inspection found the outer insulation was cut, and that allows blood ingress on the proximal conductor. Dried blood inside of the inner insulation and on the distal conductor was also observed. Stylet test was performed, the stylet passed through the coil lumen to lead distal end without obstruction. The helix would not extend because dried blood on the distal conductor. Lead resistance and continuity tests passed electrically. Then performed destructive analysis. No inner insulation breached was observed. The blood visible in the inner insulation, and on the distal conductor is likely entering from the is-1, and the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a potential performance issue. The lead was explanted and replaced. No patient complications have been reported as a result of this event.